Event description:
It was reported by service report that the wheel fell off due to a missing nut and the tracks were worn out. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Track belt.